Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. After not being able to load a cartridge on (B)(6) 2016, and as the customer did not have a backup therapy available, the customer was admitted to the emergency room (ER). On (B)(6) 2016, the customer was admitted to the ER with a blood glucose (bg) level of 297 mg/dl, and treated with intravenous (IV) fluids. A couple of hours later, the customer left the ER with a bg level of 223 mg/dl, with no injuries and the customer feeling "good". On (B)(6) 2016, the customer was admitted to the ER with a bg level of 546 mg/dl with ketones. The customer was treated with IV fluids, blood gas and potassium, and released from the ER a few hours later with a bg level of 168 mg/dl. The customer reverted to manual injections; however, when attempting to load a cartridge on (B)(6) 2016, the customer received a cartridge alarm 19. The customer's blood glucose level was not impacted. It was confirmed that the customer would use manual insulin injections as alternate insulin therapy.